Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the cartridge tubing and infusion set tubing. The customer's blood glucose level was 79 mg/dl. The customer primed the tubing resolved the issue, and continued using the pump for insulin therapy.